Event description:
The physician was using a sprinter legend over the wire balloon dilation catheter in the mid lad. The lesion was extremely calcified and the physician had issues crossing the lesion. Force was used and the mid marker was ripped off and remains in the pts left septal. The lesion was treated with a rotablator. There was no issues noted during preparation and inspection prior to use. The pt is fine post procedure and no clinical sequelae were reported.

Event description:
Evaluation summary: there was a radial tear on the balloon approximately 2.5mm distal to the balloon bond. The remainder of the balloon, the marker band and the distal tip had detached from the device. The inner shaft was severely stretched and bunched at the distal end of the catheter.

Manufacturer narrative:
(B)(4). Eval, results and conclusion: (severe calcification). (Force was used).